Event description:
It was reported that the pt complained of blurry, cloudy vision, and difficulty focusing 1 month post iol implant in the right eye. The iol appeared to be tilted. At 5 weeks post iol implant the iol was repositioned and a 12mm capsular tension ring (ctr) was inserted. One week post iol reposition, the pt reported vision was improving. The pt still had 1+ corneal edema upon slit lamp exam and it was noted that the iol was again in the z-syndrome position. It was determined that a larger ctr could potentially aid in better haptic stability. At 2 weeks post iol reposition, the pt underwent removal and replacement of the ctr. The 12mm ctr was removed and the surgeon noted that the zonules appeared to be loose and a 13mm ctr would not solve the z-syndrome. An iol exchange to a monofocal iol was attempted; however, the haptics of the iol were adhered to the capsular bag. The haptics were then amputated with iol scissors and a tear in the edge of the anterior capsule occurred. Ultimately, another model lens was implanted in the sulcus. The incision was enlarged for ctr and iol removal, and sutures were placed. At one week post iol exchange the pt was doing well.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.